Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. On an unreported date, pd therapy was discontinued and the patient's pd catheter was removed. The cause of the peritonitis was unknown. On an unknown date, during hospitalization, the pt was started on hemodialysis. Eleven days after being admitted, the pt was discharged from the hospital. At the time of this report, it was unknown if the pt had recovered from the peritonitis event and hemodialysis was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12j02010, h12k13056, and h13a31073 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional follow up information was received. It was reported that the home patient (hp) was treated with ancef (2g loading dose followed by 25 mg/liter, ip) and ceftazidime (1g loading dose followed by 125 mg/liter, ip). Few days later the patient did not show any improvements with the symptoms. As a result, the ancef treatment was changed to vancomycin (2g loading dose followed by 25 mg/liter, ip). A day later, the patient continued to show no improvement and was admitted to the hospital. Treatment with vancomycin was continued and aztreonam treatment (250 mg, ip) was added. Four days after the patient was hospitalized, the peritoneal dialysis (pd) catheter was removed and a temporary hemodialysis catheter was placed. As a result, the aztreonam (500mg every 8 hours) and vancomycin (100mg intermittently) treatments were continued intravenously. Two days later, fluconazole (200mg, by mouth every 24 hours) was added to the treatment and after three days, flagyl (500mg, by mouth every 8 hours) was also added. The patient was instructed to continue the treatment with fluconazole and ciproflozacin for nineteen more days after being discharged from the hospital. On an unknown date, the patient fully recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date approximately five years ago, the patient (pt) began treatment with dianeal pd2 ambuflex (dose, frequency, and lot number not reported) ip (intraperitoneally) for automated peritoneal dialysis apd. The peritonitis was manifested by a cloudy bag. On an unreported date, the patient was treated with ancef and fortaz, ip (doses, frequencies, and lots not reported). At the time of this report, the pt was recovering from the peritonitis event. Should additional information become available, a follow-up will be submitted.